Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a system leak repair test step. It was resolved by reassembling around the muffler assembly. Additionally, the air inlet foam filter and particle filter were replaced for maintenance. Also, final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.